Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection, scrotal pain, tenderness, and the pump was adherent to the skin and slightly swollen. The patient received antibiotic treatment and the ipp was explanted and replaced with a malleable. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.